Manufacturer narrative:
The reported events of suture sleeve rupture and detached and insulation damage were confirmed while the reported event of stimulation was unconfirmed. As received, a complete lead was returned in one piece. Visual examination found the lead body insulation and the suture sleeve were damaged and separated due to overtightened suture tie down damage. No other anomalies were identified.

Event description:
It was reported that the patient experience discomfort due to extra-cardiac stimulation from the left ventricular lead. During procedure, it was noted that the left ventricular lead exhibited insulation damaged and the suture sleeve was ruptured and detached. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.